Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. Estimated date of occurrence (reported as within the last 4 weeks).

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the plunger, cuffs, link, needle tip and monofilament were not returned. There was no needle strike mark on the foot. During testing, a proxy plunger was reinserted to test the needle trajectory and the results were acceptable. There was no abnormal observation found on the returned device. Based on the investigation findings, a definitive cause could not be determined. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, an unknown failure occurred with the proglide device. It is unknown how hemostasis was achieved. There were no adverse patient effects reported. Though requested no additional information was provided.